Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's mother reported that the ilet device had been displaying alert 32 (alarm delivery motor communication) for approximately three days. The battery was confirmed to be at 80% charge. The device was restarted multiple times, including during the call, but the issue persisted. A dry run was attempted after removing the pump components, but the device displayed "unable to proceed" when attempting to change the cartridge and tubing. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.